Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the cysto-nephro videoscope exhibited foreign materials in the forceps channel and a-rubber (bending section cover). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. It could be confirmed that leak failure occurred. Thus, we surmised that the foreign material might have remained because reprocessing could not be completed properly. The event can be detected and prevented by following the instructions for use (IFU). As to the reprocessing procedures of the subject device, we checked the contents written in the instruction manual and found the following chapters. The residue of the foreign material might be prevented by following the chapters below. Chapter 5 reprocessing: general policy, chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures, chapter 8 compatible endoscope reprocessor. Olympus will continue to monitor field performance for this device.